Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified the weight the device within specification. Voids and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and migration.

Event description:
Patient reported right side "capsular contracture," ¿implant moving from its place," and "capsule was removed and same devices were implanted." Healthcare professional reported ¿grade iii-IV capsular contracture¿, ¿same devices were implanted to patient again¿, ¿stiffness¿, ¿shape disfiguration¿, "displacement" and "implant moving from its place." The device has been explanted.